Event description:
It was reported that stent dislodgement occurred. A 3.50 x 24mm synergy xd drug-eluting stent was selected for use. During preparation, the proximal edge of the stent mesh appeared to be damaged and detached from the balloon. The procedure was completed with another of same device. There were no patient complications reported.

Event description:
It was reported that stent dislodgement occurred. A 3.50 x 24mm synergy xd drug-eluting stent was selected for use. During preparation, the proximal edge of the stent mesh appeared to be damaged and detached from the balloon. The procedure was completed with another of same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr ous 3.50 x 24mm stent delivery system (sds) was returned for analysis. A visual, tactile inspection and microscopic revealed stent struts were slightly flared at the proximal end and the proximal end of the balloon cone was subjected to positive pressure. Visual and tactile inspection of the hypotube profile reveals no issues identified with the hypotube shaft. Shaft polymer extrusion profile reveals no issues identified with the outer / mid-shaft sections or the inner lumen of the device. Microscopic analysis of the stent positioning reveals there was no movement in the stent struts, however stent struts were slightly flared at the proximal end. Bumper tip showed no signs of distal tip damage. Dimensional analysis included measurement of the undamaged crimped stent outer diameter and the result was within max crimped stent profile measurement. No other issues were identified during analysis.